Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: testing confirmed intermittent motor failure. The alarm was verified in the black box and history, and duplicated a during rewind. Unable to complete 24 hr test due to alarm. Opened pump and removed from case. Removed motor assembly from pump. Connected motor to 5 volt test fixture. Motor was intermittent and easily stalled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release